Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, although a relationship between the subject device and the event (the needle tip appears to be in place in the lymph node) was confirmed, the root cause of the event could not be determined. Regarding the reported ¿approximate 1 cm needle tip fracture,¿ it is likely that the needle tube was broken by the following mechanism: ¿ a bending force was applied to the needle tube when piercing the hard body tissue during the procedure. This caused the needle tube to bend excessively. ¿ when the needle slider was pulled, a force was applied to the needle tube in a direction to make it straight. This caused the needle tube to break. However, the root cause of the needle tip fracture could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when inserting the instrument into the endoscope, the distal end of the needle tube na-201sxmay be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The company representative, on behalf of a customer, reported that when using a single-use aspiration needle, the needle tip fractured approximately 1cm in the lymph node. The procedure stopped to retrieve the tip (retrieval method unknown). The event occurred during the therapeutic procedure (lymph node puncture) and was completed with a similar device. There was no procedural delay, or no patient harm associated with the event. It was stated that there was no risk to the patient. A follow-up scan was performed and there were no needle fragments found in the lymph node.